Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and observed that the device was unable to deliver defibrillation energy. It was noticed that both capacitor wires were detached. Stryker further evaluated the returned device and observed when the capacitor wires were reconnected, the device was able to deliver defibrillation energy. The cause of the observed issue was due to the disconnected connectors. The customer was sent a replacement device under warranty. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.